Manufacturer narrative:
Exact date unknown, event occurred over the past six (6) months the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charged the ipg frequently. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned.